Manufacturer narrative:
Analysis of the lead did not find any anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID :neu_stylet_acc ,serial# unknown, product type: accessory, product ID: 977a290, (B)(4), product type: lead analysis results of the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-19. The rep stated that the affected lead would be returned for evaluation. The cause of the high impedances remains unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient with an external neurostimulator (ens) via a manufacturer representative. It was reported that lead had impedances of over 10000 ohms during the implant procedure. The implanting doctor tried using a different port, using a different multi-lead trailing cable, tried testing away from the anesthesia equipment and tried changing the reference point and voltage, but the lead still had high impedances of over 10000 ohms on at least four of the electrodes. The implanting physician had to open another lead. No symptoms or complications were reported.